Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that according to the (B)(6) joint registry annual report, about hip and knee replacement results between 2012 ¿2019 it was found that the following complications/harms occurred: 3 patients with journey ii bcs knee pat comp suffer of *patellar instability. No more information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. According to clinical/medical investigation, the data presented in the swiss national hip & knee joint registry annual report, indicates that 3 patients underwent a journey ii bcs revision surgery due to patellar instability. Based on the information provided, the clinical root cause and/or patient outcome beyond that which is documented in the report cannot be definitively concluded. No further medical assessment can be rendered at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.